Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. Reportedly, the pump and transmitter were not within line of sight; however, the issue persisted after the devices were positioned within line of sight of each other. The customer's blood glucose (bg) level was 187 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.